Manufacturer narrative:
Device evaluation summary: device evaluation of monitor has been completed. The reported problem was confirmed. The monitor had an intermittent sticking response button. The monitor was repaired. The monitor was retested and restocked. The root cause of the response button failure is unk at this time. No adverse event resulted from the faulty response button. The patient received a replacement monitor.

Event description:
A lifecor patient services representative (psr) contacted lifecor customer support to report that the response buttons would not respond after fitting a male patient. She swapped out the monitor.